Event description:
It was reported that the procedure was to treat a moderately calcified and 90% stenosed lesion in the distal left anterior descending artery (lad). The nc trek balloon was advanced for pre-dilatation, but there was a difficulty to cross due to resistance with the calcification, however the balloon successfully crossed. When pressure was applied, a leakage of contrast media from the balloon was observed and the balloon did not expand. The nc trek was withdrawn from the anatomy without resistance and a non-abbott balloon was used for pre-dilatation and a non-abbott stent was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.